Manufacturer narrative:
(B)(4). The device was manufactured from march 18, 2014 to march 21, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection noted fluid inside of the bag that contained the device. The device was removed from the bag, and further visual inspection identified an untightened blue winged luer cap. A functional leak test was performed; the device was filled with water, its luer cap was tightened by hand, and the unit was monitored for issues until the following day. No signs of leakage were observed during this test. Leakage due to a defective product was unable to be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor was leaking. The location of the leak was not specified. This was noted during priming. There was no patient involvement. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.